Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The decision to report was based on lack of information regarding the cause of the event. MFR# reference: (B)(4).

Event description:
Through social media monitoring, a trabecular micro bypass stent patient reported the following. Reportedly, the patient's eye is ¿worse than ever was¿ following cataract plus stent procedure. No additional information was provided by the patient at the time of this report.